Manufacturer narrative:
The device will not be returned for evaluation as the device was reportedly discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported this was a mitraclip procedure to treat degenerative mitral regurgitation with a grade of 4. The steerable guide catheter (sgc) was inserted into the left atrium. The tubing attached to the sgc three way stopcock was being manipulated, which resulted in air being inadvertently introduced into the sgc and into the patient. Aspiration was performed per IFU and the sgc was able to hold column. Therefore, the sgc was continued to be used and one clip was implanted, reducing mr to a grade of 1. Post procedure, the patient experienced a stroke. For treatment, antithrombolytics were give to the patient.

Manufacturer narrative:
H2 correction: h6 - health effect - impact code 4614 removed. The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. The investigation determined the reported leak was due to the reported improper or incorrect procedure or method (failure to follow steps / instructions). The reported improper or incorrect procedure or method was due to the user error of manipulating the stopcock in the wrong direction. The reported patient effect air embolism appears to be related to the leak. The cerebrovascular accident (stroke) appears to be a cascading effect of the air embolism. Air embolism and cerebrovascular accident are listed in the instructions for use as known possible complications associated with the mitraclip procedures. The reported medication required was a result of case specific circumstance as antithrombolytics were given to the patient. There is no indication of a product issue with respect to manufacture, design or labeling.